Manufacturer narrative:
Additional information: b5, g3, h3, h6 the complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted a ar-3636 knotless 1.8 fibertak®. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone prep and/or shallow driver engagement depth. Ref: dfu-0054-eo revision 7.

Event description:
Additional information was received on 08/05/2025: this occurred during a labral repair procedure on (B)(6) 2025. An alternative ar-3636 knotless 1.8 fibertak soft anchor from a different lot was used to complete the case. The procedure was delayed by approximately 2¿3 minutes to drill and place the new anchor, requiring an additional 2¿3 minutes of anesthesia. An ar-3638ds was used to prepare the bone socket for implant insertion. The patient's bone quality was assessed as hard. No adverse effects were reported during or after the surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/25/2025, a sales representative reported via email that an ar-3636 knotless 1.8 fibertak soft anchor immediately pulled out upon use due to a problem with the splice. Further inspection revealed (see photo attachment) that it could not have successfully passed through itself. The case was completed using an alternate anchor. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 08/01/2025.